Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received a failed battery test alarm and an off no power alarm. The customer's mother reported that they were going through batteries much quicker. The customer's mother also reported that the insulin pump had crack on the screen. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that the battery cap contacts were not missing or damaged. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no failed battery test alarm noted and all operating currents are within specification. The insulin pump passed displacement test and self test. No unexpected low battery or off no power alarms noted. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked display window.